Event description:
A surgeon reported that during several cataract procedures, he experienced poor aspiration when performing ultrasound. There was no known harm to the patients. No product samples were retained. Additional information was requested; however, none has been received.

Manufacturer narrative:
As the customer did not retain the finished goods or lot number, the device history record (DHR) and lot history could not be reviewed. In addition, functional testing could not be conducted. The root cause of the customers's complaint could not be determined as a sample was not returned.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).